Event description:
It was reported that there was a quality problem with the stent. Upon opening the sterile packaging of the stent, the stent disconnected while removing the silk threads from the stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information was received that this device or a similar device has not been cleared for marketing or commercial distribution in the united states. Therefore, the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the FDA rn number for the initial MDR was inadvertently submitted as 1018233. The correct FDA rn number was 9681442. H10: (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during the preparation of a stent placement procedure, upon opening the sterile packaging of the stent, the stent allegedly disconnected while removing the silk threads from the stent. There was no patient contact.